Event description:
Report received of an overdelivery of regular insulin. The pump was programmed to deliver 100ml at a rate of 2ml/hr. The nurse programmed the pump and left the pt. The pump gave an audible alarm, the nurse returned to the pt and the pump displayed "turn to run". The nurse turned the pump to "run" and walked away. The pump alarmed again and the nurse returned to the pt. It was reported that 100ml of insulin had infused in 30mins. The pt's blood glucose was monitored post insulin infusion and was reported to be "ok". Though requested, no further info was available.